Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer passed away in hospital. The date of hospitalization is unknown. The cause of death was diabetes complications and heart giving out. The caller stated that the customer had heart failure leading up to their passing. The customer¿s blood glucose was unknown at the time of passing. The caller is unsure if the customer was on pump therapy at the time of passing. The caller is unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis.